Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported right side "right breast capsulectomy: (removing scar tissue) insert strattice rt side only re do halo lift on left side fixing lift scars on left side." Device remains implanted.

Manufacturer narrative:
Correct reason for reoperation: "right breast capsulectomy." A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Physician later reported a right side "capsular contracture, baker grade iii." The device has been replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d4, g1, h4.

Event description:
Healthcare professional reported right side "right breast capsulectomy: (removing scar tissue) insert strattice rt side only re do halo lift on left side fixing lift scars on left side." Physician later reported a right side "capsular contracture, baker grade iii." The device has been replaced.